Manufacturer narrative:
MFR ref number (B)(4). The device was received and evaluated by baxter. During testing, the pump failed to detect an upstream occlusion. However, the upstream sensor was determined to be in spec, which may indicate an operator error. Add'l testing was inadvertently overlooked, and could not be completed due to the removal of components from the device. These new parts and further testing will ensure proper functionality, with no parts required.

Event description:
It was observed during baxter's testing that a pump failed to detect a downstream occlusion. This occurred during testing, therefore there was no pt involvement.